Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with a strut on the first proximal strut row lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle of the left anterior descending artery with 360 degrees calcification. After rotational atherectomy was performed with a 1.5mm burr, a 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion and the tip of the stent struts were noted to be lifted up. The device was removed. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event - (B)(6) years. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle of the left anterior descending artery with 360 degrees calcification. After rotational atherectomy was performed with a 1.5mm burr, a 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion and the tip of the stent struts were noted to be lifted up. The device was removed. There were no patient complications reported and the patient was stable.